Event description:
The manufacturer received information from a customer stating a trilogy evo ventilator inoperative condition occurred "device was repaired due to alarm service required and error 110" indicating a (motor shutdown). There was no harm or injury reported. The device system board was replaced to address the issue. Preventative maintenance was performed, and the device was calibrated and passed.